Event description:
Boston scientific received information that upon interrogation it was noted that the lead safety switch had tripped for the right atrial (ra) lead due to low out of range impedance measurements. The physician left the lead programmed unipolar and referred the patient to an electrophysiologist. Additional information was received that the patient did undergo a revision procedure where the ra and right ventricular (rv) leads were surgically abandoned. Since the patient was in atrial fibrillation, a new ra lead was not implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.